Event description:
It was reported that during surgical intervention on (B)(6) 2019 (reference MFR. Report# 1627487-2019-03529) the physician severed the lead while opening the pocket. As a result, the lead was explanted and replaced. While removing the lead, part of the lead was abandoned in the epidural space. Surgical intervention resolved the patient's issue.